Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges the m51psemired power chair slows down then stops and there is a wrench flash code.